Event description:
In 2009, pt reported having issues with high blood glucose over the past 2 days. She stated she woke up one day prior, with a blood glucose reading of 300 mg/dl. Pt reported she changed both the infusion site and the infusion tubing. She stated throughout the day her levels remained elevated and she was not eating until she could get her levels to come down. Pt reported a blood glucose reading of 200 mg/dl before dinner on the same day, and a reading in the 300's mg/dl 2 hours after eating. She stated she gave herself insulin to correct for the elevated blood glucose. Pt reported this morning her reading was close to 400 mg/dl and she changed the infusion tubing and insulin. Pt's normal blood glucose range is between 40 - 200 mg/dl. She stated she has received no alerts or errors. Pt reported she was not changing her infusion tubing as often. Had her disconnect and bolus 2 units of insulin. She stated insulin dripped from the infusion tubing. Reviewed infusion device's basal programming; is programmed to deliver the correct amounts of insulin. Reviewed infusion device history to make sure all bolus amounts and daily totals can be accounted for; no discrepancies were found in the history. On follow up call one week later, pt reported her blood glucose levels have returned to normal. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested.